Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the catheter needed to be replaced. A 106x24cm ekosonic endovascular device was selected for use in a thrombolysis procedure to treat a vessel occlusion. During treatment, the catheter failed. A separation was noted at the blue hub external to the patient. This resulted in a failure of the ekos transducer. The catheter was exchanged for a new device. The treatment was successfully completed. There were no patient complications.